Event description:
The customer reported that her blood glucose result was "high" (>500 mg/dl). She gave herself an 18u bolus and three hours later, she vomited. She changed the pod and noticed that the cannula had dislodged. She stated that she believed the cannula dislodged when she "spent too much time" at a waterslide.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.